Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-21043; reference MFR. Report: 1627487-2014-21045. It was reported the pt's trial procedure was abandoned prior to lead placement as the pt could not tolerate the local anesthesia and was sensitive to the sterile marking pen against his skin. It was also reported although three lead kits were opened, the needles/leads were not used. Follow-up identified the pt was anxious prior to the procedure. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.